Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that an aquabplus reverse osmosis (ro) system had burnt wires. The biomed confirmed the reported event during follow-up and stated that the issue was discovered during stage 1. The biomed added that four of the six pins on the motor protection switch were discolored from thermal damage. The top three pins were black and one of the pins on the bottom row was brown and discolored. A 2-year maintenance check was being performed on the machine when the thermal damage was discovered during overall inspection of the wiring. There are no errors or alarms associated with the thermal damage. There was no patient involvement or personal harm to anyone as a result of the reported issue. There was no burning smell, smoke, spark, flame, or arcing observed. The thermal overload switch did not trip. There was no blown fuse in the local power supply nor was there a local power grid issue around the event date when the thermal damage was discovered. The biomed confirmed the device is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the motor protection switch and connected wiring were replaced to resolve the reported issue. The biomed reported the wiring has been discarded although the motor protection switch is available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A review of the machine files confirmed the described failure pattern, which is a known problem. The complaint investigation determined that the reported failure was caused from damage to the motor protection switch (mps) due to inadequate cool down time as well as poor electrical contact. Several inadequate off/on cycles were identified from a review of the machine files. These cycles could also be an indication of a tripped motor protection switch. The stopping of the pumps during operation and their restarting results in a huge thermal stress to the correlated power and current to parts such as the wiring of the pumps and the motor protection switch. This thermal stress resulted in the identified thermal damage at the cable lugs attached to the motor protection switch. This failure pattern is covered by an internal CAPA project. Corrective actions are planned and will be implemented in the future. The poor contact results in high contact resistance and thermal power loss resulting in the identified thermal damage at the cable lugs attached to the motor protection switch. This failure pattern is addressed by a corrective action that has been defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of this CAPA. A device history record (DHR) review was performed not required nor was reproduction the reported failure pattern as this reported problem is a known issue. Based on the provided information, the reported problem was able to be confirmed. The issue was resolved onsite by replacing the motor protection switch.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that an aquabplus reverse osmosis (ro) system had burnt wires. The biomed confirmed the reported event during follow-up and stated that the issue was discovered during stage 1. The biomed added that four of the six pins on the motor protection switch were discolored from thermal damage. The top three pins were black and one of the pins on the bottom row was brown and discolored. A 2-year maintenance check was being performed on the machine when the thermal damage was discovered during overall inspection of the wiring. There are no errors or alarms associated with the thermal damage. There was no patient involvement or personal harm to anyone as a result of the reported issue. There was no burning smell, smoke, spark, flame, or arcing observed. The thermal overload switch did not trip. There was no blown fuse in the local power supply nor was there a local power grid issue around the event date when the thermal damage was discovered. The biomed confirmed the device is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the motor protection switch and connected wiring were replaced to resolve the reported issue. The biomed reported the wiring has been discarded although the motor protection switch is available to be returned to the manufacturer for a physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that an aquabplus reverse osmosis (ro) system had burnt wires. The biomed confirmed the reported event during follow-up and stated that the issue was discovered during stage 1. The biomed added that four of the six pins on the motor protection switch were discolored from thermal damage. The top three pins were black and one of the pins on the bottom row was brown and discolored. A 2-year maintenance check was being performed on the machine when the thermal damage was discovered during overall inspection of the wiring. There are no errors or alarms associated with the thermal damage. There was no patient involvement or personal harm to anyone as a result of the reported issue. There was no burning smell, smoke, spark, flame, or arcing observed. The thermal overload switch did not trip. There was no blown fuse in the local power supply nor was there a local power grid issue around the event date when the thermal damage was discovered. The biomed confirmed the device is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the motor protection switch and connected wiring were replaced to resolve the reported issue. The biomed reported the wiring has been discarded although the motor protection switch is available to be returned to the manufacturer for a physical evaluation.